Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had presented remotely a transmission with atrial oversensing episodes. The patient presented to the clinic and reported to be asymptomatic before, during, and after the episodes. Review of the stored electrograms indicated possibility of a myopotential signal being oversensed. The oversensed signals were low in amplitude and were observed during chest exercises, although not oversensed in-clinic. Programming changes were discussed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated that the lead was capped due to previously reported oversensing. Patient was stable.